Manufacturer narrative:
Device manufacture date (mo/day/yr), corrected data: inadvertently did not include device manufacture date on initial report.

Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012, reveal that the patient has pain and discomfort with her vns. The patient claims she is also having neck pain. The patient had her settings lowered the previous sunday. The clinic notes state that the patient was referred for vns replacement surgery. The patient's clinic notes dated (B)(6) 2012, were also received which indicated that the patient had 2 seizures that day. The patient was noted to need surgery. It was later reported that the patient was seen on (B)(6) 2012, and although the patient is having neck pain, headache, and is bruised from the mammogram, they can't find any issue with vns. The patient said that vns has worked really well. Although surgery is likely, it has not occurred to date. Good faith attempts for further information have been made to the physician but no additional information has been received to date.